Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All of the buttons functioned properly and no scrolling number was noted on the display. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump were scrolling and that none of the buttons were working. The blood glucose reading was 57 mg/dl. Nothing further was reported.